Event description:
The customer contact reported no flow. On an unspecified date, the tubing wet was being used to deliver an unspecified medication. At an unspecified time, the male adapter of an unspecified device was connected to the distal clave y-site of the tubing set. After an unspecified length of time, the customer contact reported no flow through the distal clave y-site. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.